Event description:
Customer reports a button error alarmed on the insulin pump. Customer states, the site had come off and the buttons were unresponsive. Pump did not incur any moisture damage, but display was ramping. Customer's most recent blood glucose level is 250 mg/dl. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.